Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic excision of prostatic cyst procedure, the clip applier would not fully open. It is unknown how the case was completed. No patient consequence was reported.